Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rail was damaged. A field service engineer accessed the station, removed the back panel, and manually opened the drawer. The engineer confirmed rail damage, powered down the station, disconnected the bus cable, and removed the drawer. The universal slide rail was replaced, and the drawer was reinstalled and reconnected. The station was powered up, and the drawer functions were tested successfully. Preventive maintenance was also performed, including clearing loose bearings. The hardware test application (hta) test passed, and the customer verified proper drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer does not open and keeps failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer does not open and keeps failing. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.